Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for stenosis was unable to be confirmed based on unavailability of medical records and imagery. It is possible that patient or procedural factors identified in the technical summary contributed to the complaint event. However, due to insufficient information, a definitive root cause cannot be determined . According to the technical summary, extensive investigations have shown that stenosis or increased gradient events for the s3, s3u, and s3ur valves post-implantation are not associated with device malfunctions or manufacturing nonconformances. Historically, these events have been due to patient factors (such as atherosclerosis, thrombosis, endocarditis, rheumatic fever, and pannus formation) and procedural factors (such as under-deployed valves, valve size selection, and patient-prosthesis mismatch). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist (fcs), approximately 4 years post tav in sav, the patient presented with stenosis of the 23mm sapien ultra valve. The patient had ava .8, mg 60mmhg and vmax 4.1m/s. We preformed basilica of the left leaflet of the sapien 3 ultra and implanted a 23mm sapien ultra resilia. Balloon valvuloplasty with a 22mm true balloon of the 23mm resilia valve was done post implant. Residual mg was 7mmhg and the patient remained stable throughout. Upon follow up, the fcs advised that the patient had heart failure at admission in february and started on diuretics. The symptoms were much improved with the addition of the diuretics but still had fatigue.

Manufacturer narrative:
Investigation is ongoing.